Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j11137r61, implanted: (B)(6) 2002, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid 100mg/ml at 35 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date in 2010, the pump was beeping. The patient was not getting the right dosage of medication and the pump needed to be replaced. If the patient lay too long on her left side where the pump was located, it would crimp off the catheter and then when she moved she would get a big dose. It was clarified that the pump replacement was due to longevity. The replacement was delayed because the patient fell and broke her hip and femur. She was in the hospital for 3 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.